Event description:
Reportable based on analysis completed on (B)(6) 2012. It was reported that during a percutaneous coronary intervention procedure (pci), the balloon did not inflate. The 50% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery (lad). The 2.0mm x 20mm maverick balloon did not inflate. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. However, device analysis revealed a longitudinal tear in the balloon.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: an examination of the returned device identified a longitudinal tear in the balloon material. The tear stretched from the proximal markerband to the distal markerband and measured 2.2cm in length. An examination of both the proximal and distal markerbands identified no issues which could potentially have contributed to the tear. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).